Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected field: d4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive cause for the reportable malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the evis lucera gastrointestinal videoscope had blurry image. It was noted that the issue occurred during inspection for use for an unknown procedure. There were no reports of patient harm.